Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00986063 case subject: there was no patient involvement 8015 keys inactive account name: gadsden regional medical center account #: 1029400 asset name: 8015ls v9.12.40 pcu dom a/b/g asset location: contact: rohn latimer contact email: rohn_latimer@gadsdenregional.com contact phone: 256-494-4192 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports keys inactive on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer requested part number for the front case\ keypad. After providing part number, I transferred to order management for pricing. Ended call. Ref:_00d30y0yr._5000l1qku3y:ref